Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy if explanted, give date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was posterior capsule tear/rupture. Vitrectomy was performed. The intraocular lens (iol) remains implanted. Patient outcome is unknown. No further information was provided.